Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Device in wrong position: the cause of the positioning issue was determined to be an adverse event related to the anatomy of the patient due to the patient's small lv. Low or blocked pump flow: data log review showed many suction alarms observed in first 24 hours of impella support. No mc spike, no placement signal trend observed. Positioning alarms observed. Majority of suction alarms resolve by 8/13, which is after clinical states blood was given and pump was sitting mid ventricular. The cause of the suction issue was determined to be an adverse event related to the anatomy of the patient due to small lv leading to the pump having to be run shallow and issue improving with volume. Peripheral artery dissection: minor bleed: oozing at access site on 2nd day of support, redressed with angle matching. The cause of the minor bleed was not determined due to lack of clinical details. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. H6 medical device problem codes were updated

Event description:
The complainant reported that during support of the impella cp there was concern for malposition of the impella cp due to inability to flow above p3-p4 without getting suction alarms. The impella cp was pulled back and attempted to reposition multiple times with the same result. On fluroscopy, the impella cp inflow appeared close to the mitral valve. Repositioning was attempted. However, flow issues did not resolve. The decision was made to return the patient to the cardiovascular intensive care unit for formal echocardiogram to better assess and reposition if needed. The patient received blood. Oozing at the site was noticed the next day and redressed with angle matching. Weaning of the impella cp may occur later. The impella cp was turned to p2. The left ventricle function improved and the patient was taken to the operating room for explant and cutdown repair of artery. Right ventricle function was still poor and required support. Hemodynamics were documented due to being inaccurate related to the proteck flow. The pump was explanted and the patient survived.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention section: warnings & cautions: cautions ¿physicians should exercise special care when inserting the impella catheter in patients with known or suspected unrepaired abdominal aortic aneurysm or significant descending thoracic aortic aneurysm or dissection of the ascending, transverse, or descending aorta.¿ caution: ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿ section: warnings & cautions: warnings section: pre-support evaluation section: axillary insertion of the impella 5.5 catheter section: direct aortic insertion section: use of impella with transcatheter aortic valves ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected: decreased ventricular cavity size, ventricular aneurysms, thin-walled ventricles due to chronic dilation, congenital heart disease, or compromised cardiac tissue quality.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿